Event description:
Patient was brought to operating room for boston scientific crtp extraction due to infection. Once extraction part was completed. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).